Event description:
It was reported that a device was used during unknown procedure. The device did not function correctly. There was a solid tone from the start. The case was completed with another lcsc5. There was no pt consequence.